Event description:
Information was received that reported a pt was hospitalized due to hyperglycemia. The reporter states the pt's blood glucose began to rise in the afternoon by 5:00 pm, it was over 300. Neither the site, set, or insulin was changed. When she awoke the next morning, she was over 500. Again, no troubleshooting was done. She was admitted to the hospital at 2:00 pm and her blood glucose was reportedly 1500. She was treated with fluids and IV insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.